Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with button error alarm and intermittent button response due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with scratched lcd window, cracked case display window corner, and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, unresponsive keypad, and moisture damage. The customer stated the numbers on their keypad were ramping. The customer's blood glucose reading was 350 mg/dl. The customer stated the insulin pump was exposed to moisture; water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.